Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device had a long boot time and printed slowly, a power supply issue was unable to be confirmed. It was also noted that the keyboard was missing, the keyboard slide was missing, the tab was broken on the power cord bay door, and the left latch hasp was damaged. (B)(4): analysis found that the device failed telemetry testing due to the cable being out of electrical specification. It was also noted that the head label was missing its coating.

Event description:
It was reported the power "cut out," after turning the programmer on. Different cables and outlets were attempted, without success. A power supply issue was suspected. The programmer was returned for repair. The radiofrequency (rf) head was also returned, analyzed and tested out of specification. There was no patient involvement.